Manufacturer narrative:
Additional information: d.4. Device expiration date, UDI. H.4. Device manufacture date. Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5038159 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of hub. Complaint via email. External evaluation is required for tw (B)(4), ¿ defective component product: dosing syringe bd syringe lot number(s): 5038159 awareness date: 16 mar 2026 complaint owner: description: case manager spoke with patient. Patient reported dosing needle came off when patient pulled off needle cap. Kit lot #av25206ba, lot #5038159. Psm to submit pqc replacement request. No further details were provided. Country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: n/a patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Notification only ¿ will utilize investigation requested under (B)(4). 309623, 5038159.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.